Event description:
It was reported that pump had expired and could not be repaired or replaced, and that pump repeatedly alerted there was not enough insulin in cartridge even when cartridge was adequately filled, requiring multiple restarts of the filling process. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and was in process of obtaining new device, and no further action was taken by technical support due to lack of follow up and limited additional information.